Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed an error message indicating that the device was in a reset mode. After this error message was cleared, the device also displayed a battery status of ifi. Varying voltage measurements were also observed after the device was interrogated a second time.